Event description:
According to the reporter: customer rep that the balloon part was punctured and collapsed intra-op, therefore was unable to use. This happened just as surgeon put the part in, and not after prolonged used. No pt injury or ill-effects, no medical intervention required, no unanticipated tissue loss, tissue damage or bleeding. No extensions to surgical time required, nothing fell in the surgical cavity. Pt current status reported as recovered. The device is being returned for eval.

Manufacturer narrative:
(B)(4).